Manufacturer narrative:
(B)(4). Eval, results: (death, endoleak, infection).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a 9.5 cm abdominal aortic aneurysm. Vessel morphology was reported as mild tortuosity on the right, and moderate on the left. There was no calcification. The gate could not be cannulated because of the large sac size therefore; a talent converter was used to convert the pt to an aui. At the end of the procedure, a type iii endoleak between the bifurcated stent graft and the converter could be seen exiting the contralateral side (MFR 2953200-2011-00064). Repeated ballooning was performed. At the end of the procedure, a small type iii endoleak remained. The pt was going to have a f/u CT scan 48 hours after the implant; however, the pt expired three days after initial implant of septic shock.